Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports two months after the dental implant and abutment were placed in ada site 8 in type ii bone, the implant had not yet achieved osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reports two months after the dental implant and abutment were placed in ada site 8 in type ii bone, the implant had not yet achieved osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).